Event description:
Reporter stated that at 11:33 pm, customer's value on his mobile system was 32.7 mmol/l. He took 16 units of novorapid and 66 units of lantus at this time. It is not clear what insulin dose he would normally take at this time, if any. He was faint at the time of the 32.7 mmol/l value, but was able to call the ambulance before becoming semi-unconscious, his state at the time, the emts arrived. Their glucose value was 3.6 mmol/l at 11:45 pm. He was transported to the hospital without any reported treatment. At approximately 12:30 am, his glucose was 3.5 mmol/l at the hospital and he was treated with food and drink. He completely recovered. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.